Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va01lp5, implanted: (B)(6) 2012 explanted: product type lead product ID: 3389s-40, lot# va01jhz, implanted: (B)(6) 2012 explanted: product type lead product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2012 explanted: product type extension product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2012 explanted: product type extension (B)(4).

Event description:
The patient reported that his therapy was not working as his parkinson's symptoms were returning. He later reported that the implantable neurostimulator (ins) turned off by itself and this was considered sudden. When the patient checked the ins with his programmer it showed that it was off and he was able to turn it back on. While the ins was off he could not walk or talk straight. His feet were shuffling and he could not button shirts or anything. However, he was not aware that the white/gray button across from the orange check button turned the ins on and off. He was showing someone how he used the programmer to check the ins and thought that he may have turned the ins off in error. The stimulation had been off for about three to five days as of (B)(6) 2015. When the patient turned stimulation back on it felt like half of his head was exploding, like the left side of his head was fuzzy and like he was getting shocked by "little shocks." The patient's indications for use were parkinson's dual and movement disorders. No further interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.